Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Glucose levels around 600 [blood glucose increased]. Device not functioning [device malfunction]. Not releasing insulin correctly [device delivery system issue]. Case description: study ID: (B)(6) patient support program. Study description: trial title: patient support program specialized in health. Develop programs of relationship and fidelity to clients, products, respecting language, particularities and positioning as to target audience. Also involved in pv activities. Patient's height, weight and body mass index were not reported. This serious solicited report from chile was reported by a consumer as "glucose levels around 600 (blood glucose increased)" beginning on (B)(6) 2025 , "device not functioning(device malfunction)" with an unspecified onset date , " not releasing insulin correctly(inaccurate delivery by device)" with an unspecified onset date and concerned a 9 years old male patient who was treated with novopen echo pds 328 (insulin delivery device) from unknown start date for "device therapy", dosage regimens: novopen echo pds 328: current condition: insulin dependent diabetes mellitus (duration was not reported). On an unknown date the novopen echo device stopped working, referring that it was not releasing insulin correctl. As a result on (B)(6) 2025 patient's glucose level (blood glucose) was 600 mg/dl patient was taken to hospital where patient stayed till early morning and patient was decompensated. Batch numbers: novopen echo pds 328: requested. The outcome for the event "was decompensated (insulin-dependent patient) (decompensated diabetes)" was unknown. The outcome for the event "device not functioning (device malfunction)" was unknown. The outcome for the event " not releasing insulin correctly(inaccurate delivery by device)" was unknown. Reporter's causality (novopen echo pds 328) - glucose levels around 600(blood glucose increased): probable. Device not functioning (device malfunction): unknown. Not releasing insulin correctly (inaccurate delivery by device): unknown. Company's causality (novopen echo pds 328) - glucose levels around 600(blood glucose increased): possible. Device not functioning (device malfunction): possible. Not releasing insulin correctly (inaccurate delivery by device): possible. No further information available.

Event description:
Case description: investigation results: name: novopen echo, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following investigation results updated. Device tab: is non-reportable and malfunction fields updated to no. EU/ca tab: final report check box ticked, expected date of follow up report was removed device addendum: annex b c d g codes updated. Narrative updated accordingly. Final manufacturer comment: (B)(6) 2025: the suspected device novopen echo has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo. Patient's underlying medical condition of insulin dependent diabetes mellitus is a risk factor for the development of hyperglycaemia. H3 continued: evaluation summary: name: novopen echo, batch number: unknown. No investigation was possible, because neither sample nor batch number was available.